Event description:
It was reported that noise leading to oversensing was observed on the device and the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences. Related manufacturer reference number: 2017865-2022-11017.